Manufacturer narrative:
A ge service representative performed an onsite investigation. The left monitor was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the fluoroscopic image was intermittently lost from the left "live" monitor. This issue will effectively eliminate the ability to view as real time image. No patient death or serious injury was reported related to this event.